Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # 01611584 product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note; manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Correction:

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 184, 176 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:184mg/dl date:(B)(6) 2018 time:11:36am fasting, result 2:176mg/dl date:(B)(6) 2018 time:11:14am fasting, result 3:92mg/dl date:(B)(6) 2018 time:10:23pm fasting, result 4:164mg/dl date:(B)(6) 2018 time:2:38pm fasting, result 5:136mg/dl date:(B)(6) 2018 time:11:20am fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory test strip UDI#: (B)(4). Note; manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 184, 176 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/21/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).